Manufacturer narrative:
This report is being amended to reflect changes. Visual inspection of the returned poly plug identified that the plug was severely gouged and damaged. Accurate dimensional analysis could not be performed. Review of the device history records for the tibial plate and the poly plug subcomponent identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the tibial component. The mis tibial component surgical technique indicates that the mis 6mm hex screwdriver should be used to remove the poly plug from the keel of the implant after inserting the tibial component into the medullary canal. It is unknown what hex driver was used by the surgeon while trying to remove the poly plug. Follow up information also indicates that the tibial component was implanted with a drop down stem without any issues after the poly plug was removed. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon experienced difficulties attempting to remove a polyethylene screw hole plug from the tibial base plate prior to implantation.